Event description:
Fluoroscopic imaging indicated curette use appeared normal during the surgical procedure; no final fluoro shot was taken. After retraction of the cutting element a fluoro image showed that a portion of the curette tip still remained in the joint. The surgeon worked for about 15 minutes to remove the remaining piece using suction, irrigation, and various instruments however the piece could not be retrieved and was left behind. Subsequent steps for the surgical procedure were completed without incident; no patient complications were reported.